Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height matrix drawer was failed. The field service engineer accessed diagnostics and found a timeout error when attempting to lock or unlock the drawer. All sensors appeared to be functioning correctly. The fse shut down the system and the inspected the drawer. The fse noticed that the solenoid was partially disconnected from the drawer controller. The fse reseated the solenoid to restore the drawer functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, device drawer was failed to lock and was not closing. The customer reported that that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.